Event description:
A patient with atrioventricular block who had a pacemaker implanted was transported to the hospital after experiencing syncope.A pacemaker check was performed and found no abnormalities; the patient was admitted for further evaluation.However, during the night while hospitalized, the patient experienced syncope following a pause.Another pacemaker check was performed but found no abnormalities (ventricular threshold 0.4 V / output 2.4 V).A noise test was also performed and found no abnormalities.The output was temporarily increased to 5 V as a countermeasure. No further pauses have occurred since then.

Manufacturer narrative:
Combination Product: YES.The IPG and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data.The manufacturing processes for the lead and the IPG were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified.The available device data were analyzed thoroughly. The inspection of the memory download revealed no anomalies. However, several mode switch episodes documented intermittent loss of capture in the RV channel, confirming the clinical observation. At the time of these episodes, Capture Control was deactivated and the ventricular pacing amplitude was programmed to a fixed value of 2.4 V. The lead impedance trend showed no abnormalities. The data further showed that Capture Control had been activated on (b)(6) 2023 and was subsequently deactivated on (b)(6) 2023 following the detection of multiple loss of capture events within less than 24 hours. Based on the available data there was no indication of an IPG malfunction. However, an intermittent defect of the RV lead cannot be excluded. Should additional relevant information or the devices themselves become available, the investigation will be updated.